Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up with stored episodes of post-paced t-wave oversensing recorded by the implantable cardioverter-defibrillator. No interventions were reported. There were no patient consequences.